Event description:
It was reported that pump screen was broken, with touchscreen described as unresponsive and unreadable, although pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of device, and replacement pump was provided, while distributor awaited pump return for further evaluation.